Event description:
About 6 months after tka revision ((B)(6) 2014), developed knee lock. Similar to patella clunk description, except it occurs only on flexion (at about 10 deg) and only when the knee related muscles are relaxed (ie. Nighttime). Continues to this day. Interferes with sleep. Orthopedist (and colleague) had not encountered or heard of this problem - but easily demonstrated.